Event description:
According to the reporter, during a reconstruction by functional end-to-end anastomosis (feea) procedure, at the time of small intestine resection, when the reload was attached to the handle and the jaw was closed, the opening of the jaw was wider than usual. A new reload was used, but the same issue occurred. So the jaws were closed manually, which was extremely heavy, and fired. It was reported that the subsequent cartridges (the third to the fifth) had the same situation. There were no problems with the firings, and the handle was not used again. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4a1076 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3h1214 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4a1076 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4a1076 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4a1076 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.